Event description:
The customer reported that the "stand off" on the chassis on the monitor broke while the nurse was "moving it to the side." No pt harm or involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the "stand off" on the chassis on the monitor broke while the nurse was "moving it to the side." No pt harm or involvement was reported. This is a previously identified issue described in fco86201147a. The FDA was notified of this field action on 06/24/2010. While this is not consistent with a malfunction of the device, philips took the opportunity to clarify labeling. These events have been attributed to a combination of loose screws and broken inserts, which may be associated with incorrect usage of the mounting arm sys. Philips has reminded users to follow the mounting arm MFR's instructions for use (IFU) when repositioning the monitor to perform a periodic check to confirm that the monitor is not loose on the arm.